Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2573 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("the proximal tube with the tip visible through a transmural defect at the proximal aspect (perforation) in a 46 year-old female patient who had essure inserted (lot no. A64631) for female sterilization. The patient had a medical history of urticaria localised, dysmenorrhea, prolonged menses, abortion, parity 1, multi gravida, penicillin allergy, breast cancer and wisdom teeth removal. Previously administered products included: mirena and aleve. The patient had a family history of ovarian cancer, ovarian cancer and breast cancer. Concurrent conditions were listed as menstrual irregularity and pelvic pain female. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2022 00:00. Outer coils deployed, with visualization of 3 coils at tubal os. Attention turned to fallopian tubal os, where the essure coils were introduced in an identical fashion, with 4 coils being identified within the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: reason for exam: (xr hysterosalpingogram) essure plugs. History: status post essure placement. Technique: two essure devices were seen on scout image. Cervix was the prepped in aseptic fashion. Catheter was inserted through the cervix and small balloon was inflated. Approximately 10 ml of iodinated contrast mixture was injected into the endometrial cavity under fluoroscopic guidance. Findings: no filling defects were appreciated within the endometrial cavity other than the catheter balloon and air. Both fallopian tubes demonstrated minimal filling that did not extend past the essure device. Contrast was not seen spilling from both tubes. Impression: complete blockage of both fallopian tubes consistent with essure placement. [Pathology test] on (B)(6) 2022: surgical pathology report: final diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy with bilateral. Salpingectomy: uterine weight: 70 grams. Cervix: chronic cervicitis. Endometrium: proliferative endometrium. Myometrium: no significant histopathologic alterations uterine. Serosa: no significant histopathologic alterations. Fallopian tubes: no significant histopathologic alterations, essure coils in place (gross only). Specimens received: uterus, cervix and bilateral fallopian tubes. Clinical information: preoperative diagnosis: pelvic pain, essure coils. Gross description: within the lumen of the proximal fallopian tubes are the essure coils. Right fallopian tube and in situ essure coil: red-purple, fimbriated fallopian tube is 7.0 cm in length and 0.5 to 0.8cmin external diameter. The essure coil extends from the right cornu into the proximal tube with the tip visible through a transmural defect at the proximal aspect (perforation). Left fallopian tube and in situ essure coil: the pink-purple, fimbriated fallopian tube is 8.5 cmin length and 0.5 to 0.8 cm in external diameter. Extending from the left cornu into the proximal tube is an essure coil which is completely contained within the lumen with no perforations noted. The tube has smooth serosa and patent lumen. Lot number: a64631, manufacture date: 2013-03-12, expiration date: 2015-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("the proximal tube with the tip visible through a transmural defect at the proximal aspect (perforation)") in a 46 year-old female patient who had essure inserted (lot no. A64631) for female sterilisation. The patient had a medical history of urticaria localised, dysmenorrhea, prolonged menses, abortion, parity 1, multi gravida, penicillin allergy, breast cancer and wisdom teeth removal. Previously administered products included: mirena and aleve. The patient had a family history of ovarian cancer, ovarian cancer and breast cancer. Concurrent conditions were listed as menstrual irregularity and pelvic pain female. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2022 from (B)(6) 2022 00:00 outer coils deployed, with visualization of 3 coils at tubal os. Attention turned to fallopian tubal os, where the essure coils were introduced in an identical fashion, with 4 coils being identified within the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: reason for exam: (xr hysterosalpingogram) essure plugs history: status post essure placement technique: two essure devices were seen on scout image. Cervix was the prepped in aseptic fashion. Catheter was inserted through the cervix and small balloon was inflated. Approximately 10 ml of iodinated contrast mixture was injected into the endometrial cavity under fluoroscopic guidance. Findings: no filling defects were appreciated within the endometrial cavity other than the catheter balloon and air. Both fallopian tubes demonstrated minimal filling that did not extend past the essure device. Contrast was not seen spilling from both tubes. Impression: complete blockage of both fallopian tubes consistent with essure placement. [Pathology test] on (B)(6) 2022: surgical pathology report: final diagnosis: uterus, cervix, bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: uterine weight: 70 grams cervix: chronic cervicitis endometrium: proliferative endometrium myometrium: no significant histopathologic alterations uterine serosa: no significant histopathologic alterations fallopian tubes: no significant histopathologic alterations, essure coils in place (gross only) specimens received: uterus, cervix and bilateral fallopian tubes clinical information: preoperative diagnosis: pelvic pain, essure coils. Gross description: within the lumen of the proximal fallopian tubes are the essure coils. Right fallopian tube and in situ essure coil: red-purple, fimbriated fallopian tube is 7.0 cm in length and 0.5 to 0.8cmin external diameter. The essure coil extends from the right cornu into the proximal tube with the tip visible through a transmural defect at the proximal aspect (perforation). Left fallopian tube and in situ essure coil: the pink-purple, fimbriated fallopian tube is 8.5 cmin length and 0.5 to 0.8 cm in external diameter. Extending from the left cornu into the proximal tube is an essure coil which is completely contained within the lumen with no perforations noted. The tube has smooth serosa and patent lumen. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received .event medical device removal is replaced with fallopian tube perforation. Medical history & lab data added including pathology test .lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2573 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.